Manufacturer narrative:
Requests for additional information including device return have gone unanswered. The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. No further investigation or corrective action is necessary.

Manufacturer narrative:
The manufacturing and sterilization records were reviewed and found to be acceptable. The investigation is ongoing.

Event description:
The user facility in (B)(6) reported during procedure the vitreous fibers in the anterior chamber were aspirated by the vitrectomy cutter but not cut by the blade. No patient impact reported.